Manufacturer narrative:
Date of report : 04jun2019, date rec¿d by MFR : 02apr2019. Information was received that the customer declined repair/service. The customer stated that the repair/service would be performed by a third party service provider, no further information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilators touchscreen failed. No patient involvement. Event date not specified; estimate used.